Event description:
Boston scientific received information that this device has displayed variable longevity calculations since implant, with concern that the longevity remaining on the device may be shorter than expected for current implant time and settings. Recently, the device memory was saved to a disk and sent in for analysis. Engineering analysis confirmed that the device power level is elevated and appears abnormal in relation to the device settings and therapy delivery, and may be an indication of an out of specification condition. The device will be explanted and replaced in the near future and returned for full analysis. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.